Event description:
The patient called lfs alleging that their one touch ultra meter was reading inaccurately high. The patient neither alleged harm nor experienced injury or medical intervention. The patient reported blood glucose results of 130mg/dl with the lifescan meter and a 60 mg/dl on another meter, performed within 10 minutes of each (invalid comparison). The customer service representative confirmed that the calibration code was set correctly. The test strips were within expiration, and were in good condition. The control solution was also within expiration date. The patient was walked through two consecutive control solution tests and both results fell outside the specified range. Based on the information supplied by the patient, there is an indicatin that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through trobleshooting.